Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the clip delivery system (cds) from the anatomy appears to be related to patient morphology/pathology (rotated heart) and procedural conditions (imaging difficulties). The reported poor image resolution was due to difficulties with imaging. Lastly, the patient effect of mitral regurgitation (mr) was due to the tissue damage. The tissue damage appears to be related to the clip caught on the leaflet. The reported patient effects of mr and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper arm stuck on the leaflet and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. One clip was implanted, reducing mr to 2-3+. A second clip delivery system (cds) was advanced to the mitral valve and the clip was positioned close to the first clip. Grasping was performed; however, the mr increased to 4+. It was suspected that leaflet damage had occurred. The leaflets were un-grasped, but the anterior leaflet was stuck on the gripper arm. Troubleshooting was performed and the gripper arm became free. It was noted that imaging was difficult at this point. No further clips were attempted and the procedure was discontinued. One clip was implanted and the mr remained at 4+. No additional information was provided.